Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was having issues with sensor giving inaccurate readings. He said at one point the sensor was reading 200 mg/dl, however, when he checked his blood glucose was 440 mg/dl. He knew he was high as customer was urinating often. Customer stated the device never alarmed, he changed the consumables and that didn't work. Customer stated he inserted his infusion set back in his abdomen. Customer declined troubleshooting for high blood glucose and is not returning the insulin pump for analysis.